Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was unable to obtain pressure readings using the patient electronic unit (peu). A replacement peu was unable to resolve the issue. Chest x-rays revealed the hf sensor had migrated from the left side to the right side. A sjm representative conducted a home visit to try troubleshooting to no avail as no reading was obtained. The patient presented at the clinic with the peu for troubleshooting. After troubleshooting good waveform and pressure readings were obtained with the hospital electronic unit (heu) and a few readings were obtained on patient's peu. However, it was determined it will not be possible for the patient to duplicate the troubleshooting technique (positioning required to keep a steady connection to complete the reading) at home in order to transmit daily readings. No additional information available at this time.

Manufacturer narrative:
(Corrected data): (initial reporter): information in initial reporter was inadvertently reported incorrect in the initial report. This report consists of correct information. (Manufacturer contact): information in manufacturer contact was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.